Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of packaging found the outer carton exhibits damage. Additionally, both the inner and outer sterile blisters have cracked. The sterility has been breached. Device history record (DHR) was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery when the appropriate size hip stem was selected and verified by the surgeon, the implant outer box was opened and it was immediately discovered that the implant had projected through both layers of packaging rendering the implant unusable. No patient involvement. No additional information.